Manufacturer narrative:
Originally the claim was determined to be reportable, but upon further review was determined there was no patient contact therefore not MDR reportable. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. (B)(4)

Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -06.00 diopter, tore/broke during loading and the lens was not implanted. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.